Event description:
It was reported that the patient complained the artificial urinary sphincter (aus) was not working as he experienced recurring incontinence on (B)(6) 2021. Two months later, a replacement surgery was performed and a hole in the cuff was found which caused a fluid leak. The patient is expected to fully recover.

Manufacturer narrative:
Information updated: patient identifier, age at time of event, sex, lot number, expiration date, unique identifier (UDI) and concomitant product/therapy. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient complained that the artificial urinary sphincter (aus) was not working as he experienced recurring incontinence on (B)(6) 2021. Two months later, a revision surgery was performed in which the cuff was removed and replaced. During the procedure, a hole in the cuff was found which caused a fluid leak. The patient is expected to fully recover.